Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
The investigation of the reported event has been completed. According to the received information in the complaint form the air gas module and panel circuit board (pcb) was determined defective and in need of replacement. No service report or log files have been provided. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). Since no information was provided on how the issue was solved, the cause of the reported event has not been determined.

Event description:
It was reported that the ventilator generated a technical error code indicating power error. There was no patient harm. Manufacturer's ref. #: (B)(4).